Event description:
It was reported that during routine follow-up, session records revealed an alert for low hv lead impedance and aborted shocks. Attempts to test the lead impedance were unsuccessful. The device was found to be at eri and explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of high voltage lead impedance was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can.